Event description:
The article, ¿mechanical atrioventricular valve replacement in patients with single ventricle palliation¿, was reviewed. The article presented a retrospective single center study to examine the experience with atrioventricular (av) valve replacement in children with single ventricle circulations and assess the relationship between early postoperative ventricular function and clinical outcome. All devices in this study were an unknown st. Jude medical mechanical valve. The article concluded mechanical valve replacement carries significant morbidity and mortality risk. While it successfully salvages about half of patients with preserved ventricular function, careful consideration of alternative options should be made before embarking upon mechanical valve replacement. [The primary and corresponding author was osami honjo, the labatt family heart centre, the hospital for sick children, 555 university avenue, toronto, on m5g 1x8 canada, with corresponding email: osami.honjo@sickkids.ca]

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effect of death reported in the article is captured under a separate medwatch report. Summarized patient outcomes/complications of mechanical atrioventricular valve replacement in patients with single ventricle palliation were reported in a research article in a subject population with multiple co-morbidities including hypoplastic left heart syndrome, unbalanced atrioventricular septal defect, tricuspid atresia, right atrial isomerism, pulmonary atresia/intact ventricular septum, double outlet right ventricle. Some of the complications reported were death, thrombosis, hemorrhage, myocardial infarction. Post-procedural complications included heart block, permanent pacemaker (surgical intervention), stroke, thrombus, hospitalization these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.